Event description:
According to the reporter: product has been labeled with an incorrect external label. (I.e. Pp1510x3 instead of ppl1510x3).

Manufacturer narrative:
This product is ce marked. However, it is not sold in the united states.